Manufacturer narrative:
The reservoir was received and inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump and performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Reservoir was not occluded.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 484 mg/dl. Customer was reporting a past event and indicated that the pump was not delivering and alarmed no delivery. The customer indicated that the no delivery alarm was resolved by a complete set change. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised that replacement reservoirs would be provided to them.